Manufacturer narrative:
(B)(4).. No procedural angiography or pre-operative CT scans were supplied to the investigation. The device history record was reviewed and no nonconformances were found. A complaint search revealed this complaint to be the only reported complaint associated to the complaint lot number (B)(4). Difficulties in removing the inner positioner can be caused by tortuous anatomy, stent graft misdeployment, graft infolding, migration, calcification, kinking or failure to appropriately dock the top cap to the grey dilator upon removal. A device with signs of use was returned for investigation. The returned device did not have a proximal seal stent and a distal internal stent was fractured mid-strut and was pointing out of the graft. Each zenith device is shipped with instructions for use (IFU) t_raaaz_rev1, listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU " inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damage or broken. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith renu aaa ancillary graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." Based on the available information a possible root cause of the difficulty to remove the positioner could not be determined. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that a zenith renu aaa ancillary graft main body extension was used during a ruptured abdominal aortic aneurysm (aaa) repair procedure. When an attempt was made to retrieve the inner positioner, it became caught on an internal stent and the stent had to be explanted. The procedure was then changed to an open surgical procedure. The following additional information was received on (B)(6) 2017. The patient presented with a ruptured aaa and was treated with a normal 28x82 aaa flex graft. A small leak was noted due to positioning. A 28 renu cuff was then placed and deployed with no apparent issues. The grey positioner was noted more difficult to remove than normal when attempting to retrieve the top cap. At that time fluoroscopy showed a stent in the bifurcation of the original flex body. The physician acknowledged that the renu cuff was still in normal position. Ultimately the device was removed via an open repair procedure. It was reported that the patient did well and was subsequently discharged.